Manufacturer narrative:
Balt USA reference # (B)(4). Further analysis pending final investigation results from legal manufacture balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "patient male, 19 years old - spinal embolization. During injection there was a sudden rupture of the microcatheter that results in a bleeding."

Manufacturer narrative:
Balt USA reference #(B)(4). The product analysis was completed by manufacturer, balt extrusion. Summary as follows the returned device (magic1,2fm) was returned and inspected in our quality laboratory. We observed the microcatheter under binocular and we noticed the following points: - the microcatheter was flattened by 1,5cm , at 5cm cm from the distal part - there is kink at 3 cm from the distal part - the magic is ruptured with a "bubble" shape 1,3cm from the distal part, at the level of the rupture we can see criqtalized liquid such as contrast liquid. - there is a bubble shape at 4 mm from the distal part. Based on the available information and the investigation results the complaint can be confirmed. The review of the lot history records (lhrs) for this specific magic batch did not highlight any anomaly that could potentially explain the issue experienced during the procedure. During the manufacturing process, following tests are performed: - integrity of the tubes is 100% controlled by visual inspection. - smooth navigation of a gauge (0.20mm) through the microcatheter over the entire length is 100% controlled. - all catheters are 100% controlled with a leakage/pressure test and 2 samplings are tested till bursting as destructive test (superior to 10bars). No other complaint is registered on this batch number to date in our database. In addition, the pressure resistance of the microcatheter magic is validated and this validation demonstrated that the devices cannot burst on the pressure range allowed as per indicated on the label and in the IFU. Based on the observations made during the analysis and the data issued from our post-marketing surveillance program: these kinds of catheters ruptures (i.e. With a tube dilation) are generally explained by an overpressure above the maximum 7-bars limit as per indicated on the label and in the instructions for use. This overpressure could be explained by a too strong injection in the microcatheter magic. As mentioned on the label and in the IFU "the using pressure must not exceed the maximum value of 7 bars/100 psi as indicated on the label. Do not infuse with a syringe smaller than 2,5 ml (piston diameter smaller than 10 mm). The procedure must be stopped and the microcatheter removed immediately if any resistance occurs during the injection". Kinks and flattened areas of the catheter can have an impact on the pressure felt during injection, leading to overpressure, however in the information provieded by the physician, he does not mention any issue of resistance during injection. In conclusion we lack information to conclude on the precise root cause of the incident encountered. However a comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. No such increase in the rate of occurrence has been observed. And this issue will remain subject to continued tracking. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "patient - spinal embolization. During injection there was a sudden rupture of the microcatheter that results in a bleeding."